Event description:
It was reported that the cup was implanted in 2007. In 2008, pt complained of pain. Surgeon ordered CT scan. Surgeon noticed radiolucency and concluded acetabular loosening.

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.